Event description:
A malfunction alarm was reported for the pump while it was in use, with no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer attempted to follow proper procedures to resolve the issue, but the alarm recurred, preventing a return to normal insulin therapy. As a corrective action, technical support planned to replace the pump, instructing the customer on storage mode precautions and the return process, while the customer arranged to use multiple daily injections as a backup therapy.